Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the rigid optical laparoscope had a broken objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunctions: the reported failure descriptions are most likely due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.